Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous coronary interventional procedure. Reportedly, when the proglide plunger was pulled out, the sutures came out. They did not captured the vessel wall. Another proglide was used with the same result. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Returned, unused, sterile representative proglide devices were successfully tested and no malfunction was noted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.